Manufacturer narrative:
(B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) was placed and on day three the balloon ruptured. There was no patient death, serious injury or complications reported.

Event description:
It was reported that an intra-aortic balloon (iab) was placed and on day three the balloon ruptured. There was no patient death, serious injury or complications reported.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of blood in helium pathway is confirmed. A puncture to the bladder, consistent with contact from the broken fiber, was found near the distal tip of the iab which allowed blood to enter the helium pathway. No other leaks were detected during functional testing. The root cause of the broken fiber is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.